Manufacturer narrative:
(B)(4). Results: yielded jaw the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 7 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired on the initial firing on a vessel. The next few clips of the same instrument fired correctly. A second device was opened to complete the case. When the second instrument was opened, one clip from the initial instrument was removed and a clip from the second gun was used as a replacement clip on the tissue. The clips that "misfired" are being sent along with the instrument. There were no patient consequences.